Manufacturer narrative:
Film evaluation summary: the exact cause of the reported type iiib endoleak seen during implant could not be determined from the returned pre-implant films. Since the films during implant were not provided, assessment of the reported endoleak could not be performed. Returned pre-implant CT¿s revealed that the patient had a 40mm max diameter aaa located in the distal aorta, a 31mm aneurysmal right common iliac and a 27mm diameter right internal iliac, and the left common iliac artery was also aneurysmal at 28mm maximum diameter. The proximal neck ranged in diameter from 27 ¿ 30 ¿ 32mm along a 40mm length, and the maximum diameter aaa was located ~100mm below the right renal artery. The aorta contained moderate thrombus, and a large area of calcification was observed along the anterior of the proximal neck along a 2cm length beginning ~10mm distal to the right renal. Other than the observed calcification seen within the proximal neck, analysis of the returned films did not reveal any anatomical ch aracteristics that could explain the reported type iiib endoleak. While a acute type iii fabric endoleak cannot be ruled out, this may have been caused by a procedural issue such as aggressive ballooning within the calcified neck during implant. It is also possible that the observed endoleak was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 30 mm (iliac) diameter abdominal aortic aneurysm. It was reported that during the index procedure, upon final angiogram, a type iiib endoleak was observed. A cuff was placed and the leak resolved. The physician stated the cause of the event was due to a tear in the stent graft fabric. No additional clinical sequelae were reported and the patient is fine.